Event description:
(B)(4). The dealer reported that the irc5po2 stationary concentrator was logging off without command, and it was not reported if the unit alarmed as designed. There was no patient injury reported.